Event description:
A vns patient's mother called and reported that her daughter had been recently implanted with the vns and whenever the patient got her vns magnet near her, she started coughing. It was reported it felt like stimulation. It was intended for the patient's vns to be programmed off on surgery day. During surgery, it was reported that there was an interrupted systems test which changed the patient settings and their regular output current was programmed to zero output current but their magnet was not programmed to zero output. It is likely, the patient's magnet being programmed on causing the patient's coughing from the stimulation. Good faith attempts are being made for additional details about the reported events.